Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Reportedly, customer's blood glucose (bg) level rose to 600 mg/dl and customer was subsequently hospitalized on (B)(6) 2019. Customer attributed the elevated bg level to be due to the cgm being non-functional as a result of the error. Bg was treated with intravenous insulin. The customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. During troubleshooting with tandem technical support the pump was reset to clear the cgm error.